Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 6 months after the dental implant was placed in ada site 26, osseointegration had not yet been obtained. Clinician noted mobility so the implant was removed and another one was placed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that 6 months after the dental implant was placed in ada site 26, osseointegration had not yet been obtained. Clinician noted mobility so the implant was removed and another one was placed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).